Event description:
Operating room team was performing an ileostomy reversal and was using the gia stapler. The load that was provided with the handle functioned properly. An additional load was needed, passed off and used - this load did not fire completely/function properly. A third load was passed to the back table and the stapling was successfully completed. The covidien rep was invited into the or and updated on the situation. All loads and handle were bagged and prepared to be irised and given to risk management.